Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information can be obtained by bsn.

Manufacturer narrative:
Event date: (B)(6) 2012. Explant date: (B)(6) 2012 additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Event date: (B)(6) 2012. Implant date: (B)(6) 2012. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information can be obtained by bsn.